Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle records received. Litigation alleges pain discomfort, inflammation, and infection caused by metallosis. Doi: (B)(6) 2008; dor: (B)(6) 2009; left hip.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
In addition to what previously alleged, ppf alleges metal wear. There were no revisions reported for the right hip. Updated patient harm. Corrected affected side. Doi: (B)(6), 2008; dor: none reported (right hip).